Event description:
On (B)(6) 2014 a doctor reported that an estylus handpiece sparked; no injury resulted. During evaluation on september 4, 2014, the handpiece overheated; no injury resulted.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving overheating of this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned device was found with cap end bearing failure, free roaming bal bearings and excessive debris which most likely created fiction within the head, causing the overheating seen in the field. Root cause: set/tail/head assembly, excessive use/abuse.